Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed the breaking and fraying of the elevator wire. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Moreover, from similar cases in the past, the abnormalities were surmised to have occurred due to excessive mechanical stresses. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction manual provides cautions and how to inspect the device prior to use as follows. Caution: the elevator wire at the distal end is any damage (broken, frayed, or bent), not only equipment does not function properly but also the broken elevator wire may compromise patient, operator, or other medical personnel safety. Inspection: while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in each direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent). If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the unspecified procedure with the jf-260v, the forceps elevator wire of the device was broken. The user replaced the subject jf-260v to another unspecified device to complete the procedure. There was no report of patient injury associated with the event.